Manufacturer narrative:
Device evaluation: x-ray demonstrated minimal calcification on remaining sections of leaflets 1 and 2, wireform distortion, and all three commissures bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on the remaining section of leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. There were cuts on each leaflet; leaflet 1 had a cut of approximately 12mm x 9mm, leaflet 2 had a cut of approximately 14mm x 9mm, and leaflet 3 had a cut of approximately 9mm x 7mm. Leaflet fragments were not returned with valve. Additional manufacturer narrative: also refer to MDR report number: 2015691-2015-01805. The device was returned to edwards for evaluation; however, was unable to confirm the report of structural valve deterioration as tissue from leaflets was not returned with the valve. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received and device evaluation the root cause of the event is indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow up with the healthcare provider edwards learned that 25mm pericardial valve implanted in the tricuspid position was explanted due to deterioration after an implant of five (5) years, one (1) month, eleven (11) days. A non-edwards valve was then implanted in the tricuspid position. It was reported the patient also underwent mitral valve replacement, re-do aortic valve replacement with a 21mm valve, and placement of new ventricular epicardial pacemaker lead and pacemaker pocket revision.